Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 200 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, was reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 330 mg/dl.